Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause of this report was due to the supply bag falling and disconnecting. The patient stated a compact exchange device was used to spike the bag. The patient's wife confirmed that the bag fell during setup and the patient was not connected at the time. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) reported via email to the corporate mailbox that when she hooked up a cassette, the bag fell right off. On (B)(6) 2011 product surveillance spoke with the hp's wife who stated that she did not see anything unusual with any of the supplies. She stated a compact exchange device (cxd) was used to spike the bag. The hp's wife confirmed that the bag fell during setup and the hp was not connected at the time. The hp's wife stated that she now makes sure that the line is pushed in all the way. No patient injury or medical intervention was reported.